Manufacturer narrative:
The event occurred outside of the united states. While this product is not sold in the united states, it is like or similar to a product marketed in the united states.

Event description:
It was reported that the infusion device was delivering an inaccurate amount of insulin resulting in elevated blood glucose levels. At 10:40 p.m., the patient's blood glucose level was 24.5 mmol/l and the infusion device recommended to deliver 6.8 i.u. Of insulin. At 12:10 a.m., the blood glucose level was 22.6 mmol/l and he delivered a correction bolus of 3 i.u. Of insulin. At 2:20 a.m., the patient's blood glucose level was 22.5 mmol/l and the infusion device recommended 6 i.u. Of insulin. Around 2 hours later, the blood glucose level was 19.9 mmol/l and the infusion device recommended 4 i.u. Of insulin. On (B)(6) 2024, the patient went to the hospital for a regular appointment. The patient received pen injections to use since the infusion device was not working properly.

Manufacturer narrative:
Correction - catalog # and unique identifier (UDI) # was updated in section d4.